Manufacturer narrative:
Supplemental report 01 - MDR (B)(4)- MDR 3003442380-2025-15896 additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: a complaint investigation has been initiated under complaint investigation child record 2438093. The batch 6010495, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 30-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6010495" the count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6010495 was manufactured according to the work instruction (wi) version 77 and manufactured in the line 3 on 15-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the returned sample from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test. Wi guidance for functional flow testing for complaints area version 2: 10 samples out 10 samples passed the test for the code soft cannula found kinked upon removal from infusion site. All test results were within specifications as per the test report 2422232. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for samples, no non-conformance (nc) raised during production related to complaint code, one complaint thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion set cannula kinked event on (B)(6) 2025.the event occurred three or more hours after insertion. The insertion site was abdomen. The infusion set was in use for 2-15 hours. It was reported that the patient went to an emergency room (ER) on (B)(6) 2025 due to hyperglycemia event and the patient faced dangerous and life-threatening diabetic ketoacidosis event. Blood glucose level was 750 mg/dl at the time of the event and patient got treated with intravenous and fluids of saline and insulin. The duration of hospitalization was 13 hours. The patient got released from hospital on (B)(6) 2025. Patient also had ketones. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 3. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010495, in question was manufactured at the reynosa site. Threshold analysis: a query was run on (B)(6) 2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6010495" the count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6010495 was manufactured according to the work instruction (wi) version 77 and manufactured in the line 3 on 15-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the returned sample from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test. Wi guidance for functional flow testing for complaints area version 2: 10 samples out 10 samples passed the test for the code soft cannula found kinked upon removal from infusion site. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for samples, no non-conformance (nc) raised during production related to complaint code, one complaint thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.